Event description:
Patient underwent conversion hip arthroplasty to a constrained acetabular alignment on (B) (6) 2009. Subsequently, patient experienced a snap in her hip, followed immediately by pain. Radiographs revealed the locking ring had disassociated from the constrained liner and anterior dislocation so a closed reduction procedure was performed on (B) (6) 2010. It was still necessary for a revision procedure which was performed on (B) (6) 2010. The locking ring and acetabular liner were noted to be fractured and were removed and replaced. The modular head was also removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Device evaluation - the modular head was not returned for evaluation. Device evaluated by manufacturer - not returned.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B) (4).

Event description:
Patient underwent total hip arthroplasty on (B) (6) 2009. Subsequently, patient underwent revision procedure on (B) (6) 2010, because the locking ring and acetabular liner were noted to be fractured. The surgeon replaced the modular head, acetabular liner, and locking ring.